Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvix pian female') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("urinary problems"), arthralgia ("joint pain"), myalgia ("muscle pain/ connective/tissue pain"), headache ("headaches") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, dysuria, arthralgia, myalgia and headache outcome was unknown. The reporter considered arthralgia, dysuria, genital haemorrhage, headache, myalgia, pelvic pain and uterine haemorrhage to be related to essure. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvix pian female'), genital haemorrhage ('bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), arthralgia ("joint pain"), myalgia ("muscle pain/ connective/tissue pain"), headache ("headaches") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, arthralgia, myalgia and headache outcome was unknown. The reporter considered arthralgia, genital haemorrhage, headache, myalgia, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. Lot number:758631. Manufacturing date:2010/07. Expiration date:2013/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.